Manufacturer narrative:
Clarification of reported description: based on photos sent by reporter, one of the five anchors detached. The detached anchor was removed from patient. There were no adverse events.

Event description:
Ibv-v9 spiration valve strut has come off valve causing valve to not function and migrate. Valve removed and kept for inspection. Implant date: (B)(6) 2016, explant date: (B)(6) 2017.